Event description:
Follow-up identified the patient was not prescribed antibiotics and cultures were not taken of the site. However, surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient alleges presenting to the ER due to shingles however was not given medication or any treatment. Reportedly, the patient experienced a fall approximately a month ago. It's unknown if the fall has affected the scs system.furthermore, the patient reports the pocket heating while recharging issue still persists.

Event description:
The patient suspects an infection at the ipg site due to skin discoloration around the area. A physician consult may be the next course of action.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.